Event description:
It was reported that the device overheated during a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences related to this event.

Manufacturer narrative:
The reported event was not confirmed and no failures known to cause or contribute to the event were detected. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
It was reported that the device overheated during a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences related to this event.